Manufacturer narrative:
Continuation of medical devices: 407652 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a coronary artery bypass graft (CABG) procedure, there was intermittent loss of capture. The patient was placed on an amnio drip and a temporary pacemaker was activated. The cardiovascular surgeon stated that the right ventricular (rv) lead appeared to be in "an external cardiac vein." However, fluoroscopy appeared to show the lead in the appropriate position. It was suspected that this was a lead placement issue by the original implanting physician or possible damage to the lead during the CABG procedure. The lead was programmed off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.